Event description:
A report was received that the patient felt sick and was unable to eat, and was experiencing pain and warmth at the ipg site. The physician gave the pt a facet injection, which alleviated the pt's pain.

Manufacturer narrative:
This is the final report.